Event description:
It was reported by the customer "powerglide pro guidewire broke in patient. Nurses states they were placing a powerglide pro midline in a patient. When the nurse went to remove the guidewire, she felt like the tip of it got caught on the sheath. Once she got the guidewire out, nurse states it looks like the tip has broken off. Nurse is asking what type of imaging to perform to see if part of the guidewire is still in the patient. Informed nurse the guidewire is made of nitinol. It will show up on x-ray, however they should consider the possibility of it migrating when they scan it. Informed nurse she should discuss with the provider the material of the guidewire as which imagining to order would be a clinical decision the provider should make."

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refs2813 showed no other similar product complaint(s) from this lot number.